Manufacturer narrative:
The reported connector insertion anomaly was confirmed in the laboratory. An insertion test was performed and the lead was not able to fully seat into a test device. Visual inspection noted that the connector pin diameter was out of specification which led to the reported insertion difficulty.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after lead implant, several attempts to insert the lead pin into the device header failed. Physician tried with a new device which had the same issue. Metal shaving in device header possibly due to lead was noted. Lead was explanted and replaced. Patient was stable following procedure and will be followed normally.